Event description:
It was reported that during a supply change the patient inserted the cartridge incorrectly by placing the top in first rather than the stopper end, which caused the cartridge to protrude until the cartridge was reinserted correctly; the patient then completed the supply change and resumed insulin delivery without alarms. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting and user education conducted by phone. Investigation of this case revealed user error related to incorrect supply change steps, with normal function after correct reinsertion of the cartridge and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
Initial.